Manufacturer narrative:
Bd received 3 samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective stopper molding on the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode the stopper appears to be a no fill. This could be caused by a number of scenarios from the manufacturing plant, moisture, process gases, or mold release. The root cause for the cocked stopper would have been the stopper defect.

Event description:
It was reported that bd vacutainer® k2edta tube had defective stopper molding on the tube. No injury or medical intervention.